Event description:
A healthcare professional (hcp) reported a consumer had painful stimulation. The hcp had a clinician programmer for pain stimulation and wanted to know if he could turn the consumer¿s therapy off, since he had a pain stimulation application card. The hcp did not have consumer information other than the device was interstim. Additional information received from the hcp reported that no troubleshooting was done with respect to the painful stimulation, as unable to interrogate the device due to no interstim card in the area. Actions/interventions taken were noted as explantation. The cause of the painful stimulation was not determined. The hcp believed the painful stimulation had resolved. There were no further complications reported and/or anticipated.